Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an upper right lobectomy procedure, while on the closing of the right upper lung tissue, the device staples were unable to close the tissue completely. The surgeon had to manually suture in order to close the tissue, and as a result the procedure extended for more than 30 minutes. A new device was used in order to complete the case. There was no injury caused to the patient.